Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen, even though display eventually turned on each time. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to press firmly on center of button using fingertip while supporting bottom of pump, chose to continue using pump case, planned to use multiple daily injections as backup insulin therapy, and was informed that pump within warranty would be replaced with instructions provided for storage, shipping address confirmation, and return of problematic pump within required timeframe.